Manufacturer narrative:
Insulin pump was received with no button response due to unlocked connector on lcd board. Insulin pump was received with missing end cap sticker, cracked reservoir tube lip, cracked case near display window corners, and minor scratches on display window noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump had a missing dome label sticker. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.